Manufacturer narrative:
Additional information: d4 (UDI), h6, h11. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only containing the device identifier (01). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non-dehp catheter extension set 'blew out due to the pressure'. This occurred during computed tomography (CT) scan in the radiology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.